Manufacturer narrative:
The device was returned to olympus and evaluated. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head cable was defective. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation, it was found that the image quality deteriorated due to movement. This report is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported to olympus that the camera head cable was defective and image quality deteriorated due to movement.

Manufacturer narrative:
This report is being submitted for correction to customer complaint in b5 and aware date (g3) of the initial report. The correct aware date of the initial report (manufacturer report number: 3002808148 - 2023 - 09878) is 23-aug-2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿image noise¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.